Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: generic ICD programming and outcomes. Pacing and clinical electrophysiology. 2021;44:1995¿2004. Doi: 10.1111/pace.14386. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding generic implantable cardioverter defibrillator (ICD) programming and outcomes. The article reports patients who experienced inappropriate therapy, syncope, and all-cause mortality. The causes of the deaths are unknown. There is no allegation of lead or device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received. The status/disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event.